Event description:
It was reported that during a ptca/stent procedure, resistance was met when attempting to cross the lesion after predilatation in a totally occluded proximal right coronary artery. The force of the resistance caused the delivery system to back into the guide. The stent delivery system was then withdrawn as a unit and upon inspection the stent was missing. The stent was not in the coronary, and it was believed to be lost in the periphery. No attempt was made to retrieve the lost stent. The pt was reported as stable and released. No pt injury was reported.